Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient trained on the ilet bionic pancreas elected to return the device after experiencing recurrent low blood glucose events, described as readings in the 40s occurring almost nightly for a couple of hours while using a dexcom g6; the patient managed lows with oral glucose sources such as orange juice, apple juice, and glucose tablets and did not seek medical care. Symptoms included hypoglycemia. Outcomes included self-treatment without hospitalization or medical intervention. Investigation included internal review of the complaint and case details. Investigation of this case revealed that the cause of hypoglycemia remained unclear, and no device alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.